Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for missing label content on the shelf packaging was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that before use of the bd vacutainer® multiple sample luer adapter was missing the batch number and expiration date on the carton package. There was one case of 100 that was missing the information. Foreign complaint the following information was provided by the initial reporter, translated from italian to english: lack of batch number and expiration date on the carton package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® multiple sample luer adapter was missing the batch number and expiration date on the carton package. There was one case of 100 that was missing the information. Foreign complaint the following information was provided by the initial reporter, translated from italian to english: lack of batch number and expiration date on the carton package.